Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was intended to be implanted in the endovascular treatment of a aortic type a intramural hematoma semi penetrating ulcer and 300mm dissection.  It was reported that the stent model was selected in accordance to the IFU and anatomical conditions. It was said that during the delivery process the delivery system was inserted into the patient but the stent graft could not be delivered to the intended location of the arch. It was only delivered to the descending main segment of the aorta, and failed to be deployed. The delivery system was then removed. Per the physician the cause of the event is anatomy (mirror man) . The mirror man is described as an rare phenomenon where the position of the patients internal organs are opposite to what they should be normally. It is believed that this is related to a mutation that occurs in the human embryonic stage. The physician had encountered this for the first time, but according to the instructions in the manual to select the stent model under anatomical conditions, even if there was difficulty, 3d reconstruction and a lot of preparations had been done, so this mirror issue was just one factor of the insertion difficulties. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Product analysis conclusion: the reported anatomical considerations that were a factor in the positioning difficulties could be appreciated on the pre-implant images provided. Angiograms from the index procedure were not provided and so did not allow for review of the reported positioning difficulties. It is most likely that the patient's highly angulated aorta with a true lumen with areas of diameter as narrow as 3.5mm and the noted situs inversus (mirror man ) anatomy, have contributed to the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.